Event description:
Customer ran sample for troponin t that recovered 0.101 (accompanied by high data flag), it was repeated with results of 0.069 ng per ml. Customer also repeated same sample again on another instrument and received troponin value of 0.108 ng per ml (accompanied by high data flag). This result was reported. Customer used greiner heparin-lithium with gel tube. No adverse events were reported. If add'l info is received, appropriate notification will be provided.